Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. During a site visit of the company clinical application specialist, they discovered an operational problem: the surgeon selected a incorrect microscope orientation. The sample is not expected to be returned for evaluation. The investigation is therefore concluded based on the provided information. The root cause is user handling, system met specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the astigmatism reduction effect was insufficient in a patient in the right eye. A toric lens was inserted using the system, but the astigmatism was not corrected after post-certification. The toric guide was so different that it was visually obvious it was incorrect. The surgery was performed and completed without any reported patient harm. Intraocular lens toric axis correction was subsequently performed.